Event description:
It was reported that pump touchscreen became unresponsive, as screen appeared frozen and did not respond to customer input, preventing customer from interacting with pump screen. There was no adverse impact to the customer's blood glucose level. Customer chose to perform pump reset using instructions provided by technical support, and no additional information was received regarding the outcome of the event.